Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rees3988 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported a 4fr powerpicc line fractured. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of fractured catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A diagonally aligned split was observed between the 3cm and 4cm depth markings. The split occurred within a permanent kink impression. The sample terminated at the 10cm depth marking. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed inward curving edges. The split edges were dully granular. Material wear, buckling and discoloration were observed in the vicinity of the split. The split features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack in the catheter. The location of the damage suggested that catheter securement, access maintenance techniques may have contributed. Evaluation findings are in.

Event description:
It was reported a 4fr powerpicc line fractured. No other information was provided.